Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, but a lot history review will be conducted.

Event description:
The event involved a tego connector where the customer reported that an air bubble was detected. The patient was hooked to normal saline for air bubble removal but was unsuccessful due to too much air bubble accumulated in the air system. There was a leak from the tego cap. The status of the product at the time of the event was during use on a patient. No change in patient status due to the reported issue. No harm was reported as a consequence of this event.